Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing, a blackout occurred during angulation adjustment on the bronchovideoscope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: e4, g3, h2, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information, including component damage or degradation, environmental issues such as dust/dirt/humidity, optical issues, thermal issues, and electrical issues like signal loss or circuit breaks. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.